Event description:
An 18 year old c-section pt, transferred to pacu after surgery. Pt was difficult to ventilate entire case & became tighter upon arrival to pacu. Oxygen saturation was 98% but was very difficult to ventilate. Placed on monahagn ventilator but were unable to ventilate adequately, oxygen saturation began to drop & pt became dusky. O2 saturation in 60's & pt placed back on ambu bag. Cuff was deflated on e.t. Tube & pt immediately "pinked up" & respiratory status improved. Upon examining cuff, there appeared to be a "bubbu" in cuff, which when inflated, blocked the end of the e.t. Tube.